Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016 the representative further reported regarding the cause of the motor was not determined and there ¿was no event¿. The patient had no symptoms. In regards to diagnostic testing or troubleshooting it was reported that the pump had been read via the n¿vision and the patient received oral substitute during the stall. In regards to actions or interventions as a result of the event, it was also reported they tried reprogramming it restarted after 14 hours and that since there was a financial issue, the pump will be changed within the next months but no date available yet and therefore the pump would not be returned at the moment.

Event description:
Information was received from a health care professional via a representative regarding a patient in austria who received vendal 10.0 mg/ml at a dose of 8.298 mg/day and clonidine 75 mcg/ml at a dose of 62.233 mcg/day via an implantable pump. The patient¿s medical history was unknown. The implant date was not obtainable. During normal use the pump stopped. The pump logs from (B)(6) 2016 indicated that a motor stall occurred on (B)(6) 2016 at 01:31 and a motor stall recovery occurred on (B)(6) 2016 at 11:58 no patient symptoms were reported at this time. Surgical intervention did not occur and the pump remained implanted and in-service. It was unknown if surgical intervention was planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.